Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway. Upon receipt, the monitor powered down during pulse testing and was subsequently unable to power up. A root cause investigation is currently underway. A supplemental report will be sent upon completion of the root cause investigation. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.

Event description:
A review of service data has detected a reportable event. Upon servicing of monitor sn (B)(4), the monitor failed the pulse test. The last pt to use this monitor did not report any deficiencies.